Manufacturer narrative:
One device was received for evaluation. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to a pin hole. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette exhibited a hole in the inner pocket during filling. The fluid could not be added to the cassette. Another cassette was used. There was patient involvement, no patient injury was reported.